Event description:
It was reported a patient presented with a syncopal episode. No changes were reported to the implantable cardioverter defibrillator (ICD). The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.